Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour plus meter and in-house contour plus test strips from lot # 1kqhh05a using blood sample, which gave a satisfactory performance.

Event description:
The customer from mexico reported that she obtained blood glucose readings of 24 mg/dl at 10:40 a.m. And 132 mg/dl at 10:43 a.m. With the contour plus meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in weight as the customer's weight was not provided. The model # was not provided.